Event description:
Caller reported a malfunction on the pump, identified as malf 0, but no prior events were noted before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who assisted with resetting the pump, and confirmed the malfunction code did not recur; customer continued using the pump with instructions to report any future malfunctions.